Event description:
As reported in 2008, this pt underwent endovascular repair using gore excluder aaa endoprostheses. During ballooning, the physician inflated the cook coda balloon catheter partially outside of the iliac extender component and the pt's left common iliac artery ruptured. The physician attempted to surgically repair the ruptured artery; however, the pt hemorrhaged and expired. An autopsy will not be performed.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.